Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2 mm vich_13.2; 6.00 diopter implantable collamer lens into the patient's left eye (os) on (B)(6) 2022. On (B)(6) 2022 the lens was exchanged with a shorter length lens due to lens too long. Surgeon preference change. The exchange resolved the problem. The cause of the event was reported as user error.

Manufacturer narrative:
B5: lens was implanted on (B)(6) 2022. Claim# (B)(4).